Event description:
Our sales rep reported that it was noticed, post usage, in an arthroscopic shoulder repair procedure, that a portion of the distal tip of a vapr s90 electrode was missing. The procedure was completed successfully with no harm to the patient. They cannot articulate if the damage to the device resulted in any debris being deposited in the body or not.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.